Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge/ segmental resection, at the second firing, when stapling, the firing advanced a little and stopped. When the doctor grasped the tissue and kept pressing the stapling button, the device stopped in the middle. It almost stopped when stapling the lung parenchyma. The doctor waited for a while and tried to fire again, when a long-press was performed on the down center control button, the device was released without stapling. After the third firing, the power handle was able to work normally. The surgical time was extended by more than 30 minutes. The procedure was completed with another device. There was no patient injury.